Event description:
It was reported that the Cleo infusion set tubing was found cut or broken after insertion. The patient was unsure whether it was damaged by a cat or accidental contact with another object. Insulin leaked from the tubing, and the infusion set and cassette were replaced. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.